Manufacturer narrative:
The complainant reported that, the device at issue in this complaint would not be returned for evaluation; consequently, a physical evaluation will not be performed. We are unable to definitively determine if the device met specification. A review of the device history record was performed and did not reveal any anomalies related to this complaint. The review confirms that the lot met all material, assembly and performance specifications. There have been no previous complaints reported against lot number 1100536. The may 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that, the clinicians successfully implanted a vaxcel port in a female patient in 2006. During device flushing performed in 2007, the patient experienced pain. Four cc's of black liquid was aspirated from the patient. There was no patient fever, but a hard cord located above the port was observed. The patient complained it was tender to the touch. By touching the patient's skin with the finger, the clinicians were able to feel that the tubing had separated from the port. The patient was reffered to a surgeon for immediate port removal. On the following day, the patient telephoned the facility to report bruising and soreness at the port site. The surgeon was again called four days later and the port was explanted under local anesthetic. During this procedure, it was found that the catheter had sheared off and that 14cm's of the catheter was missing. An x-ray revealed the missing piece of catheter was in the patient's heart straddling the pulmonary artery. The next day, using the common femoral vein, an interventional radiologist catheterized the right side of the patient's heart and successfully removed the detatched portion of the catheter. The patient then developed a right bundle block and was hospitalized for twenty-four hours. The patient was then discharged and has followed up with a cardiologist. The patient was reported to have no cardiac problems prior to this event.